Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor's power supply, direct current (dc) compressor interface, dc compressor power controller and dc compressor power distribution printed circuit board assembly (pcbas). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the 980 ventilator's compressor generated a compressor inoperative error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.